Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device shut down while in use. In this state the device would be inoperable and defibrillation therapy would not be available if it was needed. There were no adverse consequences to the patient as a result of the reported event.

Manufacturer narrative:
Section h6 device code grid of initial medwatch report indicates: unexpected shutdown. Section h6 device code grid of initial medwatch report should indicate: intermittent loss of power. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device shut down while in use. In this state the device would be inoperable and defibrillation therapy would not be available if it was needed. There were no adverse consequences to the patient as a result of the reported event.